Event description:
A surgeon reported that, following intraocular lens (iol) implant surgery, the pt's astigmatism was unchanged. The lens was rotated in a second surgery and the astigmatism improved. Due to an irregular cornea, the astigmatism could not be completely corrected.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The file indicated the use of polyvisc and healon gv; however, there was no mention of cartridge usage. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Add'l info has been requested and received. There have been no other complaints reported in the lot number. (B)(4).